Event description:
Breast implants triggered my autoimmune disorders. I've since explanted and lupus markers have improved. Before and after pictures - one week apart - show a completely different person. After picture shows dramatic improvement in inflammation. Hair loss has subsided. And this just 10 days after explant.